Manufacturer narrative:
The device was not returned for investigation. Angiographic imaging has been obtained and will be reviewed. Additional investigation into risk documentation and device history record will be performed.

Event description:
Patient underwent tavr on the right-side femoral artery. Access was 1cm below the bifurcation as a result of the tortuosity of the vessel above the bifurcation. It was reported that the sheath used for the index device was damaged during the procedure. The tortuous vessel above the access site was clearly seen on angiogram. Tortuosity is a contraindication for use of manta in the EU IFU. In addition, the EU IFU states in the warning section: do not use if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) toggle catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. An 18f manta was deployed for closure. Depth location proceeded with no resistance (8cm + 1cm =9cm deployment depth). However, when they introduced the index device, it was described as "impossible" to advance. The sheath was damaged, and a ls sheath was used instead. Physician suspected the vessel anatomy was modified by the sheath advancement [sheath advancement straightened out vessel reducing tortuosity.] It was explained that even the wire they used was stretching the vessel further [similar to sheath and straightened out vessel reducing tortuosity.] The altered anatomy was reported to be retracted as soon as the wire was pulled out [returned to tortuous vessel state.] Manta was deployed and "external bleeding" was reported. An angiogram found manta to be deployed within the vessel, and there was vessel occlusion as a result. The angiogram also showed an arteriovenous fistula at the point of puncture. One covered stent was placed at the site of manta and blood flow was restored. Another covered stent was placed at the access site where the fistula formed. The patient was reported to recover with no sequelae.

Manufacturer narrative:
During processing of this complaint, the device was not returned for investigation, but angiograms were obtained and reviewed. It was noted that the patient had extremely tortuous vessel above the access site and confirmed collagen was deployed in the vessel. The EU IFU lists marked tortuosity of the femoral or iliac artery as a contraindication of the manta device. The EU IFU lists accidental positioning of some or all of the collagen plug within the femoral artery, leading to ischemia or stenosis and access site complications leading to endovascular intervention as possible adverse events. It is suspected that due to the use of the manta vascular closure device when contraindicated, the tortuous vessel condition caused the user to receive an incorrect deployment depth reading leading to the deployment of collagen into the vessel. The device history record was reviewed, and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.

Event description:
A patient underwent tavr on (B)(6) 2019, and a 18f manta vascular closure device was deployed for closure on the right-side femoral artery, where the puncture was, 1cm below the bifurcation. It was reported that the patient had a tortuous vessel above the access site as seen on angiogram. Depth location proceeded with no resistance (8cm + 1cm =9 cm deployment depth). However, when they introduced the index device, it was described as "impossible" to advance. The first sheath was damaged, and a second sheath was used . Physician suspected the vessel anatomy was modified by the sheath advancement [sheath advancement straightened out vessel reducing tortuosity]. It was explained that even the guide wire they used was stretching the vessel further [similar to sheath and straightened out vessel reducing tortuosity]. The altered anatomy was reported to be retracted as soon as the wire was pulled out [returned to tortuous vessel state]. Manta was deployed and "external bleeding" was reported. An angiogram found manta to be deployed within the vessel, and there was vessel occlusion as a result. The angiogram also showed an arteriovenous fistula at the point of puncture one covered stent was placed at the site of manta and flow was restored. Another covered stent was placed was placed at the access site where the fistula formed. The collagen/toggle implant is still in the patient, and the delivery system for the implant was disposed of at the operating facility. The patient was reported to recover with no sequelae.